Event description:
Reporter alleged the lancet needle that is a part of the multiclix kit system used in finger-stick glucose testing would not retract. As a result of the needle not retracting, customer stated accidentally sticking herself with the needle however, no actions were taken or treatment received reportedly. Customer indicated prior to the accidental stick, the lancet was jamming where the plunger would not always press downward however, did not indicate the location of the alleged event. A request was made for the return of the suspect device and replacement product was sent.